Event description:
An ophthalmic surgeon reported that after cataract surgery she identified a deviation in the axis for the implanted toric iol in three pts. During surgery, she saw a rotation of the final axis compared with the initially planned axis. This led to residual astigmatism that was corrected with eye glasses. This report refers to the left eye of the second pt. This pt had residual astigmatism after a cataract surgery performed at another clinic; the intention of this surgery was to decrease the residual astigmatism. The surgeon indicated the unexpected postoperative astigmatism after the second surgery was due to the digital markings and not due to a postoperative iol rotation. Additional info was provided by the surgeon. From the very first step of the surgery, the digital marker displayed the main incision site at about 70 degree axis, instead of the proposed 100 degrees, and the paracenthesis placements were changed accordingly. The surgeon continued the surgery upon the indications, with the main incision at about 70 degrees and the paracenthesis at 320 degrees and 140 degrees. During the surgery, the markings in the surgeon's microscope and in the display were changing several times. At the end, the incision markings were at the "normal" position: 100 degrees for the main one and 10 degrees and 180 degrees for the secondary ones. The iol alignment axis changed as well, few times, confusing the surgeon in choosing the correct iol toric axis. The surgeon didn't know exactly which axis for the toric alignment was correct, so she chose one of t he two different axis displayed. According to the surgeon, this would explain the 15 degrees error in the iol alignment axis found in the first postop day and 17 degrees after a month. Additional info has been requested but not received to date. This is two of four med device reports being filed for this facility.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).